Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with an implantable pacemaker stated the device is dead and is considering device removal. As of this time, the device remains in service. No adverse patient effects have been reported.